Event description:
The following was reported to gore: on (B)(6) 2025, the patient underwent a tambe endovascular procedure utilizing a gore® excluder® thoracoabdominal branch endoprosthesis, and gore® viabahn® vbx balloon expandable endoprosthesis (vbx). Reportedly, physician was unable to cannulate the right and left renal artery. They were able to get a wire into the left renal artery and had no issues with the thoracoabdominal branched (tambe) graft's portals. Primarily, the issue was the angle of patient's renal arteries that was proving difficult to cannulate and get enough purchase in the left renal artery. Physician tried to insert the bxb057902a (vbx) stent and pulled the wire back as there was not enough support, so removed the vbx stent graft. Physician then tried to re-position the guidewire multiple times and went in different directions at the ostium of the left renal artery, which created a dissection as a result, thus, physician stopped at that attempt. Physician was never able to get a wire into the right renal artery (by endovascular approach). The physician then exposed the abdominal aorta and both renal arteries, cannulated the right renal artery externally and attempted to snare a guidewire inserted into the right renal artery in a retrograde fashion from a snare that was delivered through the right renal portal of the tambe device. He was not able to snare the wire from the renal artery so he reversed the wire and snare and tried to snare from the right renal artery, unsuccessfully. At this point, he proceeded with plugging both renal portals of the tambe device and continued on with the remainder of the tambe deployment, including the distal main body, bilateral iliac grafts and a gore® tag® conformable thoracic stent graft with active control system (ctagac) in the thoracic aorta. A completion angio was performed which showed patent celiac and sma and plugged renal portals. The physician then proceeded with the bilateral renal bypass procedure. The patient was closed up with all devices successfully implanted and both renals were bypassed with the procedure ending successfully, however, this was a prolonged procedure lasting more than 9 hours. While the patient was being shifted over to bed, the patient coded. CPR was given but the patient passed away. Cause of death is persistent acidotic state.

Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. H6: code b20 -the device remains implanted and was therefore not available for engineering evaluation by gore. According to the gore® excluder® thoracoabdominal branch endoprosthesis instructions for use (IFU), possible adverse events and complications that may occur and/or require intervention include but are not limited to occlusion of device or native vessel, surgical intervention and death. Imaging evaluation summary: the imaging evaluation performed by a clinical imaging specialist showed the following: two time-points available for evaluation: pre-implantation cta¿s dated (B)(6) 2024. Pre-implantation cta dated (B)(6) 2024 shows: axial images show a highly tortuous right renal artery (rra) and right accessory renal artery (rara) with diameters <4mm. The rara appears to originate off the rra ~1.5mm distal the ostium. The proximal left renal artery (lra) is also tortuous and immediately curves distally after the vessel ostium. The lra appears to be dissected. Diameters in the lra appear to be <4mm. Maximum proximal and distal aaa diameters appear to be 65.8mm and 53.2mm. Pre-implantation cta dated (B)(6) 2024 show the very same findings. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.